Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl defibrillator discharge condenser was worn out. Additional details have been requested. At this time, we are considering this a failure of the condenser. There was no patient involvement.